Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 928 mg/dl. Diagnosed diabetes ketoacidosis. The blood glucose decreased to 800 mg/dl. Customer was high the previous day. Customer was admitted into ICU. The current blood glucose reading is 188 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.